Event description:
During the removal of the guide wire on the catheter (product ID 910121), the surgeon experienced resistance requiring force. The event resulted in a tear in the catheter wall. To resolve the leaking from the tear, the catheter required cutting just before the tear. The surgeon fit the luer lock connector where he made the cut. Having to cut the catheter significantly decreased the workable length of the catheter. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info. See scanned page.